Manufacturer narrative:
Method: medical review. Results: glare and halos may be noted by patients even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the central and mid peripheral cornea is not touched therefore, patients who have glare/halos before surgery, will commonly retrain these symptoms but little or no increase in severity should be experienced. Since the central and mid peripheral region remains unablated and only a cornea incision with a maximum length of 3.2mm at the temporal peripheral region is made. Glare and halos may also be perceived more due to increased clarity of vision after icl surgery or if the patient has retained astigmatism. Another factor could also be the effective optical corneal zones (eocz) of the icls, which have maximum diameter of 6.17 to 7.30 mm depending on icl powers. This is design limitation which may crate similar symptoms of glare and halos due to the interface of the optic zone and the patient's optical field of vision, which may be noted when the pupil size is greater than the eocz. The 0.36 hole at the center of the icl has been compared to the icl without a hole which showed that modulation-transfer functions (mft) are small and clinically negligible. Glare and halos are commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent. There is not enough clinical information to determine a root cause. Conclusion: based on the complaint history, lens work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 and glare/halos were noted on (B)(6) 2015. The lens remains implanted but the surgeon is planning to exchange for a v4b . See MFR report #2023826-2015-00497 for the other eye.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) glares/halos. Lens implanted. Device evaluated by manufacturer? No : lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: conclusion not yet available-evaluation in progress. (B)(4). Lens implanted.